Event description:
It was reported that this left ventricular (lv) lead was surgically abandoned due to loss of capture, event at high outputs, without any asystole noticed. Reportedly, the issue was caused due to a dislodgement that was confirmed with x-rays. No additional adverse patient effects were reported.